Event description:
The customer reported that the system exhibited 'filament regulator error' during pt care cases. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.